Event description:
Reportedly, just below the hub of the introducer the valve was torn from the sheath. Event occurred after 3 days of use. Also, the suture loop was torn apart. Swan-ganz catheter including introducer was removed. No pt complications were reported.

Manufacturer narrative:
Device not returned.